Event description:
It was reported that the right ventricular (rv) lead's defibrillatory impedance was high.

Manufacturer narrative:
Further information was requested but unavailable at this time.

Event description:
New information received notes the issue was observed a follow up check in clinic. A significant sudden increase in pacing impedance was observed on the right ventricular (rv) lead. Rv lead replacement was recommended.

Manufacturer narrative:
Correction: section h6: health effect impact code should have been "4648 insufficient information" instead of " 4625 additional surgery" which was selected in error. A procedure has not been confirmed. Further information was requested but was not available at this time.